Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four months of post deployment, venogram showed that an inferior vena cava filter was stable in location and orientation. The hook of the inferior vena cava filter actually protruded into the lumbar vein. No retroperitoneal hemorrhage or hematoma was seen. There was no evidence of protrusion of inferior vena cava filter struts into adjacent small or large bowel. Four years and nine months later, computed tomography of abdomen with intravenous contrast was performed, and result showed that an inferior vena cava filter was noted approximately 8 cm inferior to the level of the left renal vein. The tip of the inferior vena cava filter showed medial angulation, protruded posterior to the abdominal aorta. No filling defects throughout the inferior vena cava were seen to suggest thrombus. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 11/2014). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter tilted and hook protruded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2014).

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter tilted and hook protruded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.